Event description:
It was reported that high pacing lead impedance was observed. It was noted that the patient's device will be monitored monthly. The lead remains implanted.

Manufacturer narrative:
Na